Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an alert 60 related to bluetooth communications on the ilet, consistent with a failure to read an input signal from the device¿s circuit board; multiple restarts were attempted without resolution, and backup therapy was available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a bluetooth communications failure traced to the circuit board, aligning with a failure to read the input signal. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.